Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2013. It was reported that the patient experienced anemia secondary to a gastrointestinal (gi) bleeding. The patient was transfused with 4 units of packed red blood cells, and received ocreotide injections during hospitalization. The hemoglobin went from 6.7 g/dl, up to 10.2 g/dl. The patient did have some evidence of dark stool. The patient was asymptomatic after treatement and the hemoglobin remained stable. The physician was consulted during the patient¿s hospitalization. The patient had received a full workup during the last hospitalization in (B)(6) and it was decided not to do any more procedures at this time. The proton pump inhibitor was to be continued as well as the monthly octreotide injections. The anticoagulation was discontinued. No additional information was provided.